Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The stent damage was confirmed. The failure to advance/cross and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the xience xpedition stent delivery system (sds) was advanced using a radial artery access approach in the concentric, mildly calcified, moderately tortuous mid diagonal artery but could not cross the lesion and during removal it caught on an unspecified object but was removed without incident or intervention. Outside the anatomy it was noted that the stent struts were bent. The device was not used again. The procedure was completed using a 3.0 x 23 mm xience xpedition stent without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.